Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to recurrent mitral regurgitation deemed device related. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) with hypertrophic cardiomyopathy and leaflet tethering. Two mitraclips were implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2023, recurrent mr was noted the most recent echocardiogram showed mr grade 1-2+. The event required hospitalization, however, there was no treatment provided. There was no device deficiency. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr and mitral stenosis. Mr and mitral stenosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
(B)(6) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) with hypertrophic cardiomyopathy and leaflet tethering. Two mitraclips ((B)(6)) were implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2023, recurrent mr was noted. The most recent echocardiogram showed mr grade 1-2+. The event required hospitalization, however, there was no treatment provided. There was no device deficiency. Subsequent to the previous report, the additional information was obtained (can wait for qe update for the fu MDR report): on (B)(6) 2023, while following up with heart failure clinic, a routine echocardiogram was performed, and moderate mitral valve stenosis was diagnosed. There remains no device malfunction. No treatment was provided.